Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the patient¿s procedure the guidewire on the patient¿s new lead was unable to be inserted properly and punctured through the lead¿s insulation. The puncture took place while the lead was still outside of the patient's body. The lead was not used and another lead was used in lieu thereof. The patient was stable throughout.